Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the suction irrigator would not articulate at the tip, the surgeon could not control the instrument from the robot. The customer reported event has no report of patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.